Manufacturer narrative:
Investigation into this complaint included a software investigation and risk analysis. Instruments 00293 and 00494 were identified to have incorrect sample input camera gain values after execution of technical service bulletin (tsb) 640-138 [001], alinity m sw v1.6.3 reliability enhancements q2 2021. The complaint issue was investigated by the software (sw) team and documented in serena business manager (sbm) and the associated risk notification event. Per this review, this is an observed problem and not a failure of requirements. This is not a software deficiency; however, the software will be updated to improve the product. Because the instruments were released at a customer site in an unapproved configuration (incorrect gain values as a result of tsb 640-138 [001] execution), a deficiency of an unapproved configuration in the field was identified for the alinity m system, ln 08n53-02, (B)(4). Further investigation into the issue will be performed and documented in a non-conformance quality record. Requirement not met: per (B)(4) section 5.5.2, if an unapproved configuration is identified during servicing, and approved labeling instructions are not available, updates to the system configuration cannot be made. Ensure the system is not returned to the customer. Impacted parts/lots/serial numbers(sn): alinity m systems (08n53-002), (B)(4). Potential impact to all serial numbers with sw 1.6.3 who have tsb 640-138[001] installed. On november 6, 2021, a decision was made to issue a revised customer letter (urgent field safety notice / field correction recall) to notify customers that an abbott fse previously completed an assessment of camera settings on their alinity m system and made corrections where required. Customer was provided a communication (fa-am-jul2021-257a and/or fa-am-jul2021-257b) at the time their alinity m system was assessed to determine actions required in their laboratory. Recommendation is that this revised action will be reported per 21 cfr806 and is recommended to be reported as an fsca (field safety corrective action). This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Additional follow up on investigation and corrective actions will be communicated via the 806 process.

Event description:
Elevated complaint investigation confirmed a deficiency where an incorrect configuration was introduced to the field due to incorrect sample input camera gain values after execution of a technical service bulletin (tsb). The software investigation determined that when performing step 8 of the reliability update procedure within the tsb, it is possible that the installation script which substitutes the default gain values for the sample input camera (si camera) with the gain from the localgain.txt file is substituted incorrectly due to an observed problem in the script. When this is not observed by the field service engineer (fse), the instrument can be released in an unintended configuration as observed in the elevated complaint associated with this ticket. The incorrect settings may lead to sample input camera read failures where a pierceable cap, which is present, is not recognized by the system. If the system does not identify that a cap is present, it may bypass system settings that require reminding the user to load a retention bar with their samples. Failure to use a retention bar during a run where sample input tubes have pierceable caps may lead to accidental staking the tubes on the pipettor, lifting them out of the rack. A potential hazard of delay of results was identified for the scenario where the sample tubes are picked up from the sample rack and transferred to a different unintended location within the system causing an obstruction that results in an integrated reaction unit (iru) handler crash and leads to an unrecoverable error in which the sample processing is stopped. Alternatively, there is a potential hazard of delay of results in the scenarios where the customer site elects to repeat processing due to concern for contamination or where a sample has been lost due to the dropped tube spilling the contents and re-collection of a sample is required to repeat processing. A potential hazard of incorrect results was identified for the scenario where the contents of the dropped tube are spilled within the system introducing unintended potential contamination. A potential hazard of biohazard contamination was identified for the scenario where the contents of the dropped tube are spilled within the system introducing the opportunity for user interaction with biohazardous material during spill clean-up. Issue is associated with reportable field action (fa-am-jul2021-257v3), which was determined to have a major severity. There is no patient involved with this MDR as the issue was identified by the abbott fse.